Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patients blood pressure dropped and a pericardial effusion was observed. A pericardial drain was placed and the hospitalization stay was extended. The case had been completed with cryo, no further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: the patient data files showed at least nine applications were performed with catheter 2af284/04082 without any issue on the date of the event. Clinical issues (pericardial effusion and hypotension) encountered during the procedure. Visual inspection of the sheath 4fc12/30064-023 showed the device was intact with no apparent issues. Deflection worked as per specification. Several flushes and aspirations were performed without issues while the arctic front catheter was inserted. Aspiration/flushing test did not show any air passing through the tube or expelled from the sheath distal tip. In conclusion, clinical issues (pericardial effusion, hypotension) were encountered during the procedure. The sheath passed the functional test as per specification. If information is provided in the future, a supplemental report will be issued.